Event description:
Reporter stated lancet protrudes beyond the end cap of the multiclix device. It was reported the customer was slightly injured by the lancet, but no medical attention was required. Customer did not provide the lot number of the device, nor the lancets. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). The year is the only known part of manufacture date. We have defaulted to the first of the year.